Event description:
It was reported by the customer that the pyxis anesthesia es system drawer was showing an error. The customer reported that users were unable to remove medication from the station. Users from issuing the necessary medication, fentanyl. There were no adverse events or injuries reported based on this incident..

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the mini drawer failed. A field service engineer reseated cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.